Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacture date: (B)(4) 2017 ¿ (B)(4) 2017. One folfusor unit was received for sample evaluation. A visual inspection of the unit via the naked eye noted a ruptured bladder. A microscopic inspection was performed with no abnormalities noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.